Event description:
The account alleged that the cardio pulmonary resuscitation was not releasing the head drive. No pt impact.

Manufacturer narrative:
The account found the head section will lower using the siderail functions. The account found the head drive screw was contaminated and needed cleaning. No further info is available on the repair of the bed at this time.